Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a colonoscopy on (B)(6) 2024 and for some reason their stimulator was turned off and they did not realize it had been turned off. Patient said since then, they have been having major problems and their doctor checked told them the reason it wasn't working was because it was off. Worked with patient to synch their handset and communicator with their implant and patient was successful to confirm stim was on, patient increased and said they could feel it. The troubleshooting steps that were taken on the call resolved the issues. Pt said their hcp has left, a new doctor supports them now at the same clinic.